Manufacturer narrative:
Sections with additional information as of 07-oct-2020: h10: meter was not returned for evaluation. Test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot tested and passed.

Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were not returned for evaluation. Most likely underlying root cause: mlc-58: user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test. Note: manufacturer contacted customer in a follow-up call to ensure the replacement products resolved the initial concern - unable to establish contact with customer at this time. Product notification letter sent to contact customer care.

Event description:
Consumer reported complaint for low blood glucose test results. Customer just began using the truemetrix meter on day of call. The customer is concerned with test results from results obtained of 39, 45, 77 and 74 mg/dl. The customer¿s expected fasting blood glucose test result range is 100-105 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call, a back to back blood test was performed by the customer fasting and produced test results of 77 mg/dl and 74 mg/dl using truemetrix meter. The product is stored according to specification in the dining area. The test strip lot manufacturer¿s expiration date is 02/28/2022 and open vial date is (B)(6) 2020. The meter memory was reviewed for previous test result history: result 1: 77 mg/dl date: 8/7/2020 time: 4:58pm fasting. Result 2: 161 mg/dl date: 8/7/2020 time: 11:35am non-fasting result 3: 45 mg/dl date: 8/7/2020 time: 9:40am fasting result 4: 39 mg/dl date: 8/7/2020 time: 9:37am fasting